Event description:
A pt had a filter implant as prophylactic prior to knee replacement. There was no antiplatelet therapy pre, post or currently. The pt has contraindications for anticogulation. Pre and post imaging were completed via angio cand CT scan. However, the shape and size of the cava in each view were not noted. The access site for filter place was noted as the right femoral vein. Post procedure complications were noted five weeks post filter implant, as during retrieval of the filter, some resistance was met while pulling the filter into the sheath. Once the filter was removed, it was noted that one of the side struts had broken off and upon angiography, it was noticed that the filter strut inside the pt. Consquently, a snaring device was used to successfully retrieve the filter strut without incident.